Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Discomfort - vagina [vulvovaginal discomfort] . Discomfort - tampon [medical device site discomfort]. String breaks from the tampon [device breakage]. String breaks from the tampon when I try to remove it [complication of device removal]. Case narrative: consumer reported via e-mail that string detaches from tampon during removal. No serious injury reported.